Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15222, reference MFR report: 1627487-2015-15223. It was reported the patient suffered a fall in (B)(6) 2015 and approximately 2 months ago his stimulation changed. Diagnostics indicated low impedance readings on multiple lead contacts. X-rays were ordered, however the results have not been provided to the manufacturer. Surgical intervention was undertaken on (B)(6) 2015 and the physician elected to implant an additional lead. Intra-operative diagnostic testing of the additional lead indicated low impedance readings. The physician explanted and replaced the ipg and diagnostics indicated impedance readings within normal limits. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15222, reference MFR report: 1627487-2015-15223.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.